Event description:
Primary stability achieved, no osseointegration. Eventually biomechanical overload and overheating of bone, eventually pressure on implant due to prosthetic saddle. Pain, swelling, bleeding, inflammation, mobility.